Manufacturer narrative:
The investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4). Not returned to manufacturer.

Event description:
As reported by hospital in (B)(6), "hole was noted near the luer on the venous extension of the dialysis catheter. Catheter was removed and replaced." Patient condition was reported as "unaffected."

Manufacturer narrative:
A recent angiodynamics complaint report was reviewed for the product family for the bioflo dialysis product family and the failure mode, "extension leg failure. " no adverse trend was indicated. The used device was discarded by the hospital, therefore a device evaluation was not possible. Although the reported event description was unable to be confirmed, and a definitive root cause for this event could not be determined, a CAPA has been initiated to provide further investigation into similar reports and determine if corrective action is required. Manufacturing process controls for the dialysis catheter include visual inspection for damage or defects, 100% leak testing, and guidewire insertion testing to verify lumen patency. (B)(4). Device discarded by end user hospital

Event description:
Additional event description as provided by end user hospital: " on (B)(6) 2016 patient noted to have air in venous side of dialysis lines. Staff noted a small hole in the bioflo clear extension tubing by the...luer on the venous line. Line was clamped and wrapped in occlusive dressing. Line was changed on (B)(6) 2016."